Manufacturer narrative:
Analysis did not find any anomaly on the device that could cause it to protrude out from the incision site. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic, approximately half of the implantable cardiac monitor was exposed. The patient stated that he woke up over the weekend and the device had ¿wiggled' halfway out of his chest pocket. The device was starting coming out on its own and was explanted. No infection was observed. The patient was stable before, during and after the procedure.